Event description:
A customer reported updating time settings on their device with the assistance of technical support. There was no adverse impact to the customer's blood glucose level. Technical support helped the customer correct the device's time discrepancy, advised them to monitor the situation, and instructed them to follow up if a significant time discrepancy occurred again. The customer acknowledged and understood these instructions.